Manufacturer narrative:
Additional information was provided by the clinical specialist indicating that the patient was transplanted on (B)(6) 2016 due to driveline infection. The pump and peripherals will not be returned as they were disposed by the site.

Manufacturer narrative:
Driveline site infection/tissue erosion/tissue damage are known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.

Event description:
It was reported from the site that by the vad coordinator that during routine patient updates, patient was transferred to hospital from another hospital emergency department (ed) on (B)(6) 2016. Patient complained of tenderness, pain, and drainage from his driveline exit site but denies any trauma to his exit site. No surgical intervention needed. Per infectious disease team, patient was started on IV ceftriaxone 2g daily and will continue indefinitely at this time. Patient follows up with ID routinely and per their notes, "infection has improved but has not cleared completely - maintaining same antibiotic regimen at this time." No further complaints from the patient in follow-up. Slight drainage still noted from exit site with slight erythema but pain has been stated to have been resolved. Patient continues daily dressing changes at this time. He is also status 1a with unos due to a driveline infection. No additional information available.